Event description:
On 2/15: customer reports a (B)(6) female, having a stent placement procedure under general anesthesia when fluoro failed. Staff had to re-boot the system 3 - 4 times before the fluoro, delaying the case approx 20 minutes, would activate. Procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.